Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging a product usability issue with the patient¿s onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter issue started on (B)(6) 2015, at 2:00 am, when the patient had attempted to test her blood glucose level and was unable to see the readings. The patient manages her diabetes with insulin (no adjustments). The reporter indicated that the patient continued with her usual dose of medication, novalog 15 units, on (B)(6) 2015 at 11:00 pm. The reporter alleged that on an unknown date and time after the start of the alleged issue, the patient experienced symptoms of ¿shaky, blurred vision, unable to walk, fell and hurt ankle¿. No treatment or medical intervention for the patient¿s symptoms was specified. At the time of the troubleshooting, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged product usability issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a battery incorrect issue: the backlight battery label had not been removed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have an improper battery install: the backlight battery label had not been removed. There was dry blood on the meter casing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Supplemental sent to correct information previously sent. MFR narrative in 1st supplemental should read: "follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have an improper battery install: the backlight battery label had not been removed. There was dry blood on the meter casing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed."